Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer blood glucose level was 110 mg/dl at the time of incident and current blood glucose 418 mg/dl. Customer other relevant blood glucose level was 400 mg/dl. Customer treated high blood glucose with insulin pump. It was also stated that he insulin pump display was blank and power loss alarm. Customer was able to successfully clear the alarm. Customer was advised to monitor the insulin pump and confirm insert battery alarm is displayed before inserting a new battery. Customer declined trouble shooting for high blood glucose. The device will not be returned for analysis.